Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused medication to the patient. The expected therapy time was 24 hours; however, after the expected therapy time was complete, it was observed that approximately half the medication dose remained within the device and had not been delivered to the patient. The device was filled with piperacillin/tazobactam 13500mg in 240ml buffered sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction made to a1: patient identifier: (B)(6) (previously submitted as unknown). H4: the lot was manufactured between january 14, 2021 to january 15, 2021. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.